Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received results of 450 mg/dl, 276 mg/dl, and 109 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.